Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 300 mg/dl and insulin injections were used to address the bg level. As the customer changed the cartridge, infusion set tubing and site prior to calling tandem technical support, a system check to determine a possible cause of the occlusion could not be performed.